Event description:
The customer reported elevated basophils results, for two patients, involving coulter lh 750 hematology analyzer. The customer stated one sample recovered 30% and the second sample recovered 9%. Zero percent basophils were observed on a manual smear for each sample. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse was unable to duplicate the reported issue. Reproducibility was analyzed for both patient samples and recovered within specifications. Further investigation suspects the samples were not given enough time to mix/equilibrate with the edta. The fse discussed with the laboratory supervisor, and the customer planned to educate the laboratory technicians to ensure samples are given sufficient time to equilibrate and mix properly. The unit conformed to the manufacturer's published performance specifications. The cause of the incident is inconclusive.